Event description:
Dealer called stating that when the user raises the foot section of the 5310ivc semi electric bed it will allegedly come right back down. Dealer tried another pendant and the issue repeated. No injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 5310ivc, serial number/date (B)(4) is approximately 1 year 6 months old at the time of the incident. The owner's manual part number 1114836 rev f (aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The component, foot motor assembly with pull tube, model #1116644, serial number (B)(4) for a 5310ivc semi electric bed, has been returned to invacare for an inspection. It is a known issue that the motor drifts downward more than expected. Although the root cause has not been clearly defined by the motor supplier, the supplier made a change via (B)(4), to add a brake to the motor to eliminate the excessive drift. Motors with this change in place were shipped for production 08/25/2011. Date to implement in manufacturing was 10/01/2011. In addition, this issue has been documented on a CAPA #(B)(4) issued to the supplier.